Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, only one prostyle device was used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported patient effect of thrombosis is listed in the prostyle IFU as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was a venotomy closure of a common femoral vein (cfv) using the pre-close technique via an 8.5fr sheath hole prior to an ablation procedure. The suture of a prostyle device was successfully placed. The ablation procedure was completed and hemostasis was achieved with the prostyle suture. Reportedly one day post procedure, a routine echocardiogram (echo) was performed which noted asymptomatic thrombus on the right inguinal region (around the cfv). A second echo was taken two days post procedure and the thrombus was noted to be increased, proximal to the hemostasis site. Eight days post procedure an incision was performed surgically to collect the thrombus. Although the thrombus could not be completely removed, the patient remained unaware of any symptoms and condition improving. The physician thinks that the tightening the suture caused the slightly change in the blood vessel running, and then caused change blood flow; led to the thrombogenesis. Hospitalization was prolonged due to the thrombosis. No additional information was provided.